Event description:
New information notes the patient presented in clinic. Programming changes were made. There were no complaints before or after the changes.

Event description:
It was reported that the patient presented for a routine visit in clinic. It was reported that non sustained ventricular oversensing including secure sense non sustained oversensing. The patient had no complaints before or after interrogations. The patient was stable.